Event description:
A total knee replacement was cancelled after the patient was under anesthesia. The patient was put under anesthesia, orthopilot was brought into the room and active transmitters put into parts; 2 sets of trackers were tried. Both tibial trackers ((B)(4)) in both sets did not function. Case was cancelled. Surgeon did not want to go passive and patient did not want manual scarsight.

Manufacturer narrative:
The device and all available information has been forwarded for analysis to the manufacturer, (B)(4). Our sales representative, interviewed sterile processing department personnel to observe how the transmitters were being cleaned. It was determined that the facility processes the fs601 through the washer with the other instruments and then they come out and dry and then they go through 270 degrees for 4 minutes twice. As per the instructions for use: (B)(4) / aesculap orthopaedics / orthopilot, the fs601 are to be manually cleaned. Additional serial number: (B)(4).